Event description:
.

Manufacturer narrative:
Conclusion - based on examining the available evidence, it seems all but impossible that the headlight is responsible for this burn based on the following: first, the burned area is not over the surgical site. It seems unlikely in the extreme that a headlight, whose sole purpose is to provide illumination to the surgical site, would be trained for a significant amount of time on a location other than the surgical site. Second, the edges of the burned area are reported to be very sharply defined. This implies that the headlight would have been stationary there for a significant amount of time. It is unlikely that a surgeon would focus long enough in one spot without moving to retrieve tools, etc, thus allowing some cooling, or that he would resettle into exactly the same spot with no variation. The size of the burn is smaller than the headlight's maximum diameter at a working distance of 12". It is consistent with use at a distance of 8.5", significantly less than recommendations. However, the energy imparted by the headlight drops off dramatically from the center to the edge of the illuminated spot. Event if it was used at 8.5", it appears impossible for a burn, much less a 2nd degree burn, to occur within the whole of the illuminated area. As there is not sufficient energy imparted in all parts of the illuminated spot, there should have been an area of 1st degree burn surrounding an area of 2nd degree burn. This was not the reported case.